Event description:
It was reported that customer experienced low blood glucose level, specific value could not be provided. Customer treated low blood glucose with glucose injection provided by colleague at work, did not lose consciousness or sustain injury. The cause of the low bg was due to the time being incorrect on the pump, cause was unknown. The customer worked with technical support to correct incorrect pump time, was advised that time settings could affect insulin delivery, declined a supplies or system check, and was instructed to monitor for future time discrepancies, replace supplies as needed, and resume insulin.